Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the basal history did not match the active basal program. It was alleged that the pump caused the patient to have a blood glucose higher than 250mg/dl but less than 500mg/dl without symptoms. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/06/2017 with the following findings: review of the of the basal history revealed the basal history appeared to be inaccurate due to the user manually changing the date from 20 feb 2017 to 21 feb 2017 at 20:06. On investigation, the pump was exercised for 24 hours with the basal history correctly reflecting the programmed delivery amount. Investigation did not duplicate a malfunction. Unrelated to the original complaint, the audio bolus button cover was missing from the pump rendering the audio bolus button inoperable.